Event description:
It was reported that the user awoke to a bent infusion tubing on the ilet system and received an insulin occlusion alert, which was dismissed and did not recur; blood glucose was elevated and trending down, with a measured value of 204 mg/dl at the end of the call. Symptoms included hyperglycemia. Outcomes included no medical intervention or hospitalization. Investigation included user interview and troubleshooting education related to insulin delivery and occlusion alert management. Investigation of this case revealed insufficient evidence to identify a definitive device malfunction beyond the transient occlusion alert. It was concluded that the cause of the hyperglycemia was unclear and that the event resolved after the alert was dismissed and tubing was no longer occluded. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.